Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced leakage from tubing connects to the infusion set clip event on 19-july-2024. The infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1960153 - MDR 3003442380-2024-23968 - device 2 of 10.